Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that paravalvular leakeage was observed one (1) day after the implantation of a valve model 8300ab25. As reported, a mitral valve repair and CABG on 2 coronary arteries were performed concomitantly. Reportedly, the implantation of the valve went well and no paravalvular leakeage was observed on postoperative tee, but on pod #1 the patient went into cardiogenic shock due to the previous critical patient health condition (coronary artery disease) and was subjected to heart massage. The paravalvular leakeage was assessed after the heart massage. Per surgeon's opinion, the heart massage caused dislodgement of the valve and the issue was not related with the the valve or the implant procedure. The patient was put on ECMO in the ICU due to the cardiogenic shock. On pod #7 the patient underwent a re-do mitral valve replacement procedure. The patient expired after the second intervention due to patient related comorbidites.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The cause of the event cannot be determined; however, based on information from surgeon, the most likely cause was movement of the valve due to the heart massage for the patients heart attack caused by pre-existing critical health condition.

Manufacturer narrative:
Additional manufacturer narrative.

Event description:
Edwards received notification that paravalvular leakage was observed one (1) day after the implantation of a valve model 8300ab25. The degree of pvl was "important". As reported, a mitral valve repair and CABG on 2 coronary arteries were performed concomitantly. Reportedly, the implantation of the valve went well and no paravalvular leakeage was observed on postoperative tee, but later the patient went into cardiogenic shock due to the previous critical patient health condition (coronary artery disease) and was subjected to heart massage. No paravalvular leakeage was observed after the heart massage. Per surgeon's opinion, the heart massage caused dislodgement of the valve and the paravalvular leakeage assessed on pod #1 was not related with the valve or the implant procedure. The patient was put on ECMO in the ICU due to the cardiogenic shock. On pod #7 the patient underwent a re-do mitral valve replacement procedure and a 27mm magna ease was implanted in replacement. The patient expired after the second intervention due to patient's related comorbidites and patient's previous critical health condition. There was no allegation that any of the valves contributed to the patient's death.